Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 1 unknown zero-p implant. Original implant date unknown. (B)(6). This is report 2 of 6 for complaint (B)(4). Placeholder.

Event description:
Patient was implanted with zero-p implant construct at c-5-6 on an unknown date approximately one year ago for an acdf. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware due to a non-fusion. Surgeon removed all hardware with the exception of one screw shaft that broke during the removal. The screw shaft remains in the patient's c6 vertebral body. Patient was revised with cr spacer and vectra plate construct. This is 2 of 5 reports for the same event.